Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, an error sound was heard several times. When the device was reset and tested, the blade broke off. Since the blade broke off at the system check, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.